Manufacturer narrative:
A sample from the patient was submitted for further testing. An interfering factor to antibody / idiotype of the free triiodothyronine (ft3) assay could be identified and most likely caused the high result. This interference is documented in product labeling.

Event description:
The customer received questionable thyroid results for one patient sample. Of the data provided the free thyroxine (ft4) and free triiodothyronine (ft3) results were discrepant. The initial results from a cobas e602 analyzer were ft4 1.33 ng/dl and ft3 4.90 pg/ml. On (B)(6) 2014, a sample from the patient was submitted for investigation and the results from a cobas 8000 e602 analyzer serial number (B)(4) were ft4 1.29 ng/dl and ft3 3.93 pg/ml. The sample was also tested on an elecsys 2010 or cobas e411 analyzer and the ft4 result was 1.35 ng/dl and ft3 result was 4.17 pg/ml. On (B)(6) 2014, the sample was sent to another laboratory and tested on a centaur analyzer. The ft4 result was 1.1 ng/dl and the ft3 result was 2.0 pg/ml. The patient sample was tested with peg addition. The ft4 recovery was 175% and ft3 recovery was 157%. The sample was tested with protein addition and the ft4 recovery was 207% and ft3 recovery was 157%. Information concerning which results were reported outside the laboratory was requested, but was not provided. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).